Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified. Based on the analysis, the alleged cartridge change error issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Additionally, it was reported that a cartridge change error occurred. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.